Manufacturer narrative:
(B)(4). Date sent: 6/1/2022. Investigation summary: a 14-bead linx device with two visible weld balls disconnected from a washer and a male bead case was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The male bead case and washer through-holes at the separation were measured which was greater than the specification. Both washer and male bead case through-holes were concentric with small amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the male bead case and washer at the failed link didn't exhibit loss of shape. The top view of the diameters of the two exposed weld balls were measured. Both weld ball diameters were within the specification. The weld balls appeared to be spherical and slightly off-axis with respect to the wire. The remaining device characteristics, excepting the two visible weld balls, show no anomalies for a device that has been reasonably changed as part of the explant procedure. Since lot number and implant date were not reported, it is unknown whether the device is within the 2018 linx recall. However, to be conservative, the device is assumed to be outside of 2018 linx recall product bounding.

Manufacturer narrative:
(B)(4). Date sent: 5/23/2022. Additional information was requested, and the following was obtained: what is the product code? What is the device lot number? What was the date of implant? What was the name of the implant facility? When the explant surgeon was removing the device, did the surgeon need to cut the wire(s)? Were there any difficulties when the device was being removed? If yes, what were they? What symptoms lead to the explant? Were any images taken prior to explant procedure? If yes, please send them to (B)(6) does the device appear to be in a continuous annular state in these images? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Answer = I have not been able to obtain any additional information on this pc.

Event description:
It was reported that a linx device will be explanted due to dysphagia.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: do you have the linx product code? Do you have the lot number and serial number (if applicable)? On what date was the device implanted? On what date was the device explanted? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc., )? Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? Can you share the results of the diagnostic tests? Do they have an autoimmune disease? Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Are they currently taking steroids / immunization drugs? Answer = the only additional information I have is that the device was explanted (B)(6) 2021 after multiple dilations. I have requested additional information with no response.